Event description:
It was reported that the pod¿s cannula detached from the pod while it was worn between 4 and 24 hours. It was also reported that the adhesive was not adhering well to the infusion site (leg). The patient¿s blood glucose levels remained between 121 mg/dl and 180 mg/dl. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.